Event description:
Related manufacturer reference number: 2017865-2021-35547. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device interrogation revealed electrocardiogram abnormalities. Therefore, atrial lead dislodgement was suspected. During the pulse generator replacement procedure, the atrial lead was found to have been dislodged due to twiddler's syndrome caused by large pocket and suture sleeves not being anchored to fascia. The device and lead were explanted and replaced. There were no patient consequences.